Manufacturer narrative:
The customer evaluated the 840 ventilator and replaced the exhalation sensor. The ventilator passed all testing per manufacturer specifications. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator stopped ventilating and generated a device alert " no ventilation safety valve open". The patient was not harmed or injured as a result of the reported event.